Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see smoke or fire, but did see sparking at the strain relief where there are exposed wires. She also indicated that no injuries were sustained as a result of the issue and that her replacement power supply is working without issue. Refer to evaluation summary, for details of analysis/evaluation performed on the power supply. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an short circuit which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the cord revealed exposed wires at the strain relief. A visual examination of the transformer revealed no signs of burning or fire, nor any deformation, holes, or openings in the transformer housing. The power supply was plugged in and the voltage across the dc plug was measured at 0.0vdc, which indicates that the power supply is not producing the correct voltage. No smoke, fire, or sparking were observed while the power supply was plugged in. Resistance across the dc plug was measured at 0.7 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the power supply for her pump has exposed wires. Her pump works with the battery pack. An injury was not reported.